Manufacturer narrative:
The customer spoke with the response center.

Event description:
The customer reported that the device showed an ECG equipment malfunction. There was no reported patient or user involvement and no adverse patient/user impact.